Event description:
It was reported that during longo's stapled hemorrhoid procedure, the device did not apply the staples. Hemostasis had to be achieved by applying sutures. There was no adverse patient consequence.